Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection found head gear very dirty and knocked out; replaced. Battery replaced as a precaution. Micro motor gmr2086586 and foot control 04717310 without errors. It is recommended to fully charge the battery before use. Complete check without errors. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that vdw gold reciproc won't hold files. Unknow at this time if any injury occurred.

Event description:
Additional information was received indicating that no injury resulted.